Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. A 40 minute battery duration test was performed and the ventilator alarmed battery empty 17 minutes after the test was initiated. The customer owned battery was replaced with a known good battery and it passed a 40 minute battery duration test. An event trace log was reviewed dated from 10/16/2017 to 12/13/2017 with a total number of 455 observations. A review of the event trace log revealed several ¿ln vent1¿ alarm conditions preceded by ¿bat mpt1¿ conditions. All other event trace entries were consistent with normal ventilator operation.

Manufacturer narrative:
This unit is currently in the process of being evaluated, once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the internal battery was not holding a charge. When the unit is disconnect from the ac power, the unit only lasted 5 minutes. The unit shut down while in use on a patient. There was no patient harm. The unit did alarm for power lost, battery low, and empty.